Event description:
Related manufacturer reference number:2017865-2024-02080. Related manufacturer reference number:2017865-2024-02081. Related manufacturer reference number:2017865-2024-02083. It was reported that the patient presented in the clinic with an infection at the implanted device pocket site. It was also noted that the implantable cardioverter-defibrillator was visible from the opened incision site of the implanted device pocket. The implantable cardioverter defibrillator, right ventricular lead, right atrial lead were explanted and replaced with new system. There were no patient consequences reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.